Manufacturer narrative:
The pt's age was requested, but to date, has not been provided. Since the device was not returned for investigation, a complete investigation could not be performed. The lot history record was reviewed, and no abnormalities were found in the lot history record review. The lot met all device specifications. No conclusion can be made.

Event description:
During a plantar fascia procedure, using a topaz microdebrider with integrated finger switch arthrowand, the tip of the wand allegedly broke off in the surgical site. It was reported that the tip was retrieved in the same procedure. The procedure was not completed as a backup wand was not available, and a second procedure is not scheduled at this time. There is no reported pt injury or adverse effect to the pt.